Event description:
It was reported that during a laparoscopic colon resection procedure, the jaws would not open late in case. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good condition. The device was mechanically tested and the jaws opened and closed without difficulty. There were no anomalies noted with the articulation of device. The I-blade does advance smoothly and to end of jaw. There were no anomalies noted with the jaw aperture. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. No yellow alert screens were displaying during testing. There were no anomalies noted with the functionality of the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.